Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose (bg) level was high. Insulin injections were administered to address the bg level. Insulin injections were to be used for insulin therapy.